Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: the device closed on tissue, began to fire, then stopped. The lung tissue was extremely thick. The manual override function needed to be utilized to remove the device from the tissue. The stapler jaws appeared to be completely ¿shredded¿ or disfigured. The procedure was completed using a competitor's device. They used this device with its tissue sensing function to monitor where the stapler would be able to fire, however, it kept receiving prompts that the tissue was too thick to be fired upon. By the time the device found ¿good tissue¿ to staple across, the surgeon stated that the margins were too far off to staple. It is unknown at this time if this device was even used because of the circumstances.

Event description:
It was reported that during an unknown procedure the device stuck on tissue. It is not known how the device was removed. It is unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4).batch # p56k6k. Device evaluation: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60t cartridge loaded in the device. The cartridge reload was received partially fired 1/2 . The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.